Event description:
Syringe pump alarmed "motor rate error" after over half of the infusion of clindamycin had gone in to patient at the appropriate rate. Device removed from room, disconnected from patient. No harm occurred to patient. Manufacturer response (as per reporter) for infusion device - infusion pump, infusion device - infusion pumpawaiting response.